Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 309 mg/dl and it was addressed with a bolus. Reportedly, the suspected cause of the elevated bg level was due to air bubbles. Also, it was noted that a cartridge alarm 5 occurred during the load process. The customer loaded a new cartridge successfully.